Manufacturer narrative:
We were notified that this lead was explanted on (B)(6) 2019. The ICD and the lead were returned for analysis. Plexa df-1 s dx 65/15: upon receipt the performance of the lead was scrutinized including a visual and electrical analysis. Multiple signs of wear were detected on the leads body. Ligature marks were found 23 cm distal to the is-1 connector pin and a cut into the insulation was found 24.5 cm distal to the is-1 connector pin, which most likely occurred during surgery. In this area blood was found in all lumen. This damage is assumed to be the root cause for the clinical observation. Further damage like the fractured conductor cable leading to the proximal ring electrode most likely occurred due to tensile stress during the extraction procedure. Intica 5 vr-t dx df-1: the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the atrial as well as the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as reported in the complaint description. However, a thorough analysis of the ICD, especially of the sensing functions, proved the device to be fully functional. The manufacturing processes for the lead and ICD were re-investigated. All production steps had been performed accordingly. There were no signs of any inconsistency during the manufacturing processes. In conclusion, the lead and the ICD did not show any deviations which might have led to the clinical observation. The pacemaker is fully functional. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
After an implantation period of approx. 8 months, oversensing with inappropriate therapies was reported.